Manufacturer narrative:
Journal article title: outcomes among diabetic patients undergoing percutaneous coronary intervention with contemporary drug-eluting stents: analysis from the bionics randomized trial. Journal: american college of cardiology foundation, published by elsevier issue: 24 ref: 10.1016/j.jcin.2018.09.033. Medication: dual antiplatelet therapy, anticoagulation, ticagrelor, lipid-lowering medications, calcium channel blockers, reninangiotensin system blocking drugs, antianginal medications, angiotensin receptor blockers and non-statin lipidlowering drugs. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented a study that sought to investigate the impact of diabetes mellitus (dm) on outcomes following contemporary drug-eluting stent (des) implantation in the bionics trial. The trial was conducted to evaluate the safety and efficacy of ridaforolimus-eluting stents versus zotarolimus-eluting stents (resolute onyx rx coronary des or resolute integrity rx coronary des) among 1,919 patients undergoing pci, 958 randomized to res 961 patients received zes. Lesion characteristics included bypass graft, bifurcation lesion, ostial lesion, overlapping stents, severe calcification and severe tortuosity. Lesion were located in the left main, lad, rca and lcx. Clinical outcomes included cardiac and non cardiac death, target vessel related mi, mi, ischemia driven tlr and tvr, non-tvr and definite and probable stent thrombosis. Angiographic follow up after 13 months showed in stent stenosis.